Manufacturer narrative:
Additional narrative: additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2016, the patient underwent the total resection of thoracic spine tumor. After the surgery, on an unknown date, the two rods were broken. Revision surgery (psf) was performed for rod breakage on (B)(6) 2019; broken rods were replaced with new rods. The surgery was completed successfully without any surgical delay. Following the revision surgery, the two rods broke on an unknown date. The patient complained of low back pain. On (B)(6) 2021, the patient underwent a second revision surgery (psf) for the thoracic vertebra. The patient is ambulatory. The surgeon commented that the risk of the rod breakage was foreseen because it was total removal of three vertebral bodies, and the high activity of daily living of the patient might be also a factor for this event. This report is for an expedium rod. This is report 1 of 2 for (B)(4) and captures the first revision surgery on (B)(6) 2019. The second revision surgery is captured under (B)(4).